Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results for one patient tested on a cobas 8000 - cobas e 602 module. The initial result was reported outside of the laboratory. A second patient sample was taken after three hours. The difference between the two results was questioned by the emergency room doctor. The initial sample was then rerun and the second sample was run on the analyzer. A third sample taken from the patient was run on a second cobas analyzer. The second sample was also rerun on this analyzer. Sample ID: (B)(6)'s initial result at 6:11 am was 119.1 pg/ml. The result from the second sample at 9:51 am was 12.67 pg/ml. The repeat result of the second sample at 10:53 am was 12.89 pg/ml. The repeat result of the initial sample at 10:59 am was 14.46 pg/ml. The repeat result of the second sample from the second analyzer at 11:19 am was 12.60 pg/ml. The result from the third sample at 11:22 am was 13.40 pg/ml. The repeat results were deemed to be correct. The reagent lot number is 52366901. The expiration date is 31-jul-2022.

Manufacturer narrative:
The alarm trace did not indicate an issue. The field service engineer ran performance testing, which failed. He recalibrated the cells and reran performance testing, which passed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.